Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned strips and meter. Most likely underlying root cause of malfunction: user has high glucose value. Manufacturer attempted to contact customer several time to obtain additional information after her ER visit. Follow up phone call made: customer received the new replacement product; customer care assisted customer on the run blood test to ensure the meter is functioning properly and she is satisfied with the glucose reading results.

Event description:
Customer complains of e-3 error message, upon troubleshooting when the customer attempted a blood test an hi (>600 mg/dl) result was obtained. Customer states that for the past two days she has been feeling dehydrated, unsteady on her feet, and very thirsty with dry mouth. The customer was advised to seek medical attention. Customer states she will be going to the ER. Verified the strips expired 8/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer calling states that she just purchased the meter to run a blood test and she is unable to use the meter because the meter is giving e-3 errors. Customer states that 3 months ago she went to the dr. And her glucose was in the 140s mg/dl and her dr. Wanted to put her on insulin.